Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 100 mg/dl and 102 mg/dl. The customer reported that the bottom button when pressed that the pump does not turn on. Customer stated that the buttons were responding and was advised to monitor pump and call if problem persists. Customer stated that when he hits the bottom button does not work. The insulin pump will not be returned for analysis.